Manufacturer narrative:
Other, other text: additional information: h6 (patient code) additional information received on 29-oct-2020 via email that the event was found during routine check and no patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "motor rate error" during occlusion testing. The issue was caused by the motor assembly, worm gear and leadscrew having been extremely worn.

Event description:
It was reported that the device gave a "motor rate error". No adverse effects to patient reported.